Manufacturer narrative:
Unit received with missing segments / partial display due to cracked zebra connector at the lcd assembly. Unable to download, verify operational currents or perform functional test including rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self test, unexpected restart error test, delivery accuracy test and displacement test due to display anomaly. No cosmetic damage noted.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose close to 1000 mg/dl. The customer's blood glucose is 700 mg/dl and current blood glucose level was unknown. The customer experienced symptoms such as vomiting. The customer was treated with insulin drip and manual injection. Customer states that on inserting new battery the display did not returned to normal. The insulin pump will be returned for analysis.